Event description:
Caller reported an issue with the pump time being incorrect, and the discrepancy was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the customer in updating the pump time and advised monitoring the situation, with follow-up recommended if the discrepancy recurs. Caller understood and acknowledged the guidance provided.